Manufacturer narrative:
Corrected data: d6b - date of explant: it was inadvertently reported in the previous report as (B)(6) 2021. The correct date has been updated in this report.

Manufacturer narrative:
Additional information:d6b - date of explant and h6 component code.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg. The new ipg was implanted at a new location addressing the issue. Therapy was confirmed post operatively.